Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure was attempted in a mildly calcified right common femoral artery using a proglide device after an interventional percutaneous transluminal angioplasty procedure. Reportedly, "the plunger was not pushed hard enough, so no suture was attached to the needles." Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the proglide instructions for use states to deploy the needles by pushing on the plunger assembly (in the direction marked #2), until you visually confirm the collar of he plunger makes contact with the proximal end of the body. In this case, the plunger not pushed enough likely contributed to the reported needle to cuff miss. The reported difficulty and subsequent treatment appear to be related to the reported user deployment technique of the plunger not pushed enough. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information was received: the plunger was not depressed by the user until the black collar met the purple body of the device. No additional information was provided.